Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient there were no adverse effects on the patient and therefore no particular intervention was taken. The patient had been fine and currently hospitalized for post-procedural monitoring. The subject microcatheter was returned. The returned catheter had its tip separated. From the proximal segment of the tip through the shaft, relatively deep scratch was found; something hard and edgy object was assumed to contact the catheter surface. Circumferential cracks were observed on the surface of the remaining tip and stretching of the innermost polymer layer and braids were found on the tip breakage surface. These finding suggested that the catheter tip broke due to tensile stress. The separated tip was approximately 3 mm long. The same characteristics seen on the proximal tip breakage site were observed: pulled innermost polymer layer and braids at the breakage site and circumferential cracks on the tip surface. The separated tip was found ruptured at the distal end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the subject microcatheter was hard contacted with heavy calcium during catheter manipulation causing damaging of the catheter tip. And the damaged tip was pulled and eventually separated by tensile stress that was applied during catheter removal from the anatomy. There was no indication of product deficiency. The catheter tip was so severely damaged that a possibility could not be ruled out that tip fragment(s) might be left in the anatomy. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified 90-99% lesion in the lad #6, the tip of the subject microcatheter became separated. The microcatheter was pulled back to the lad #6 with strong resistance after it was delivered to the lad #7 over a concomitant guide wire that successfully crossed the lesion. A new microcatheter of the same kind was replaced to resume the pci. Guided by ivus imaging, rotablation was performed. Drop in blood pressure was noted due to slow blood flow so that the patient was treated with percutaneous cardiopulmonary support (pcps). The blood pressure got back to normal while the patient was in the catheter lab and the pci was finished.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.